Manufacturer narrative:
Results: the penumbra system jet 7 reperfusion catheter (jet7) started stretching approximately 106.0 cm from the hub and fractured approximately 127.0 cm from the hub. The overall combined length of the two fracture segments was approximately 159.0 cm. The distal fractured segment was damaged by the penumbra investigator when attempting to flush decontamination solution through it. Conclusions: evaluation of the returned jet7 revealed a stretched and fractured catheter. This damage is likely a result of forcefully retracting the device against resistance. The reported complaint stated the jet7 became stuck at the end of the non-penumbra guide catheter. This likely contributed to the resistance experienced during the procedure. The non-penumbra guide catheter was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Further evaluation revealed a fracture along the stretched length of the catheter. This damage was not identified in the reported complaint. This damage was likely incidental and may have occurred during handling of the damaged catheter post-procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system jet7 kit. During the procedure, while advancing the penumbra system jet 7 reperfusion catheter (jet7) through a non-penumbra guide catheter, the physician experienced resistance. Therefore, the jet7 was retracted for removal. However, while retracting from the guide catheter, resistance was experienced and the jet7 became stuck at the end of the guide catheter. Upon removal, the jet7 appeared to be stretched. The procedure was completed using a microcatheter and a stent device. There was no report of an adverse effect to the patient.